Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 26 mg/dl and discharged 1 am (B)(6) 2018 and at that time bg 563 mg/dl and other blood glucose was 360, 151 mg/dl. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was not using auto mode and hospitalization details was gathered and updated.